Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there were no reports of arcing from reported instrument. Customer did not experience loss of cauterization from reported instrument. There were no reports of instrument jaws moving in opposite/wrong direction. The movement of instrument was observed to be in correct direction. There was no patient injury.